Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery test alarm. The customer's blood glucose level was 177 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The pump did not have a failed battery test alarm or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.